Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient's system controller was replaced during a catheterization procedure and cardiomems placement. It was additionally reported on 14jan2022 that the system controller's black power cable connection caused frequent "connect power" alarms when they were connected to battery power, after the patient had cleaned their clips and rotated their batteries.

Event description:
It was reported that the patient's system controller was replaced during a catheterization procedure and cardiomems placement. It was additionally reported on 14jan2022 that the system controller's black power cable connection caused frequent "connect power" alarms when they were connected to battery power, after the patient had cleaned their clips and rotated their batteries.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of an atypical power cable disconnect alarm was confirmed via analysis of the log file downloaded from the returned controller; however, the alarm was not reproduced during testing of the returned heartmate 3 system controller (serial number: (B)(6)). The log file contained approximately 11 days of data ((B)(6) 2021 ¿ (B)(6) 2022 per the timestamp). An atypical power cable disconnect alarm activated due to a black power cable fault activating not associated with a power source exchange; the alarm resolved shortly after activating. The driveline was disconnected on (B)(6) 2022 at 11:10:29 to exchange the system controller. There were no other notable alarms throughout the log file. The pump maintained a speed above the low speed limit while the driveline was connected. The returned controller was connected to a mock circulatory loop and functionally tested with a test power module and the controller operated the pump at the set speed without any issues or atypical alarms produced, including when the power cables were manipulated by hand. Evaluation of the power cables did not reveal any issues that would have resulted in the reported alarms. The controller functioned as intended during testing. The root cause of the reported event could not be conclusively determined through this analysis. The heartmate 3 system controller was shipped to the customer on 28 february 2019. The product life of a system controller is a minimum of 3 years from the date of first use. The device history records were reviewed and the records revealed that the heartmate 3 system controller, serial number (B)(6), was manufactured in accordance with manufacturing and quality assurance specifications. Heartmate 3 patient handbook section 5, entitled ¿alarms and troubleshooting¿, and heartmate 3 instructions for use (IFU) section 7, entitled ¿alarms and troubleshooting¿, cover all alarms (visual and audible), including the power cable disconnect alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate 3 instructions for use section 8, entitled ¿equipment storage and care¿, and heartmate 3 patient handbook section 6, entitled ¿caring for equipment¿, explain how to properly care for the equipment, including the controller and the power cables. Heartmate 3 patient handbook section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate 3 lvad, including inspecting the system controller power cables for damage. This section also informs the user to replace any equipment or system component that appears damaged or worn. The heartmate 3 patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.